Event description:
The surgeon reported that the patient had been referred for a full system revision after experiencing discomfort and a pulling sensation from the lead. The generator was replaced prophylactically. Attempts for information have been unsuccessful to date.